Manufacturer narrative:
Concomitant products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 02-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (1000mcg/ml at 300mcg/day) and bupivacaine (10 mg/ml at not currently available (may require follow-up)) via an implantable pump for malignant pain and thoracic. It was reported that the catheter migrated completely out of the intrathecal/epidural space and had pulled into the anchor site. There were no external factors that led or contributed to the event. It was unknown if there were diagnostics/troubleshooting performed. Actions/interventions taken to resolve the event included performing a revision of the spinal segment of the catheter. The issue was resolved at the time of the report. The explanted catheter portion was discarded. The patient's weight at the time of the event was (B)(6) pounds and they had a medical history of chronic pain. The patient was without injury at the time of the report.